Manufacturer narrative:
The initially reported event of premature discharge of battery could not be confirmed. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Longevity assessment found the device was at the elective replacement indicator (eri) consistent with normal usage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found; visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feed through leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. Corrective actions have been taken to address the issue.

Event description:
Initially, it was reported by the field that premature battery depletion was expected, but further investigation identified that an increased output requirement for the patient had caused a faster depletion than previously expected and therefore the device was performing as intended. The device was explanted and returned for analysis due to normal eri. This report is to advise of an unrelated event observed during analysis.